Event description:
It was reported that the back of the arctic sun device was full of coolant, as it has probably leaked out at the back. Per review of wo on 03mar2025, there was no patient involvement. Per follow up information updated from wo on 12mar2025, drain valves replaced, to fix reported issue. Water replacement, new calibration, mtk & est performed. Device pass all tests and was ready to use. Functional verification revealed no issues. Water was dribbling out of the drain valve on main tank. Per follow up information received via mail on 24mar2025, device was repaired in the hospital by (B)(4).

Manufacturer narrative:
The reported issue was confirmed. The device was evaluated upon receipt. Water was dribbling out of the drain valve on main tank. Replaced drain valves. Functional verification revealed no issues. The root cause identified is covered by CAPA # 2666889. "The root cause is an incorrect tool used to manufacture the drain valve body component that is purchased by sub-tier supplier (B)(4) and subsequently purchased by (B)(6) for sale to bd. (B)(4) supplier completed actions to correct the drain valve body component 1186100c tool. " labeling review is not required because labeling could not have prevented this issue. The initials reporters phone number is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.